Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection noted setscrew marks on the terminal pin and ring in addition to deformed coils possibly due to the graphing tool. Further testing showed the lead to be electrically continuous. The clinical observations could not be confirmed per laboratory analysis.

Event description:
Boston scientific received information that upon implanting this right atrial (ra) lead a lead failure was noted during post operative measurements. The ra lead was removed from the device and measurements with the pace system analyzer (psa) showed out of range pacing impedances. Upon removing the lead from the pocket a lead fracture was noted. A new lead was used. This lead was returned and analyzed. No adverse patient effects were reported